Manufacturer narrative:
The product was not returned to datascope for evaluation inspite of numerous attempts to contat the customer for the return of the product.

Event description:
The "rapid gas loss" alarm sounded from the pump. The pump was changed but the alarms continued. There was no evidence of a leak. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. Event complications: unk - rpt'd 12/29/96. Pt current status: unk - rpt'd 12/29/96.